Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt obtained blood glucose readings higher than usual since opening the suspect strip vial on 1/1/1998. On 1/3/1998, pt tested on suspect device and blood glucose was 159 mg/dl. She repeated test and obtained a reading of 159 mg/dl. Pt was feeling symptoms of lb and went to emergency room where lab obtained a result of 65 mg/dl. Pt retested at this time at 183 mg/dl on suspect device. Pt was fed and released and when she arrived home, she tested controls and found that l1 control was out of range and l2 was in range.